Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use when the issue occurred. A philips field service engineer (fse) went onsite and confirmed that the system could not enter the application interface normally. As a part of troubleshooting the fse reloaded the operating system (os) and application. After the functional checks, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to start up. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.